Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Correction information: d4 - primary unique device identifier (UDI)#: (B)(4), "UDI related data quality updates only". Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit lens rotation/repositioning was performed but this did not resolve the problem. In a separate visit the lens was exchanged with a longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).